Manufacturer narrative:
Device was used for treatment, not diagnosis. Wiewiorski, m., et al. (2015) "ankle fusion with a trabecular metal spacer and an anterior fusion plate". The journal of foot & ankle surgery 54(2015) 490-493. This report is for unknown locking compression plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or party number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: wiewiorski, m., et al. (2015) "ankle fusion with a trabecular metal spacer and an anterior fusion plate". The journal of foot & ankle surgery 54(2015) 490-493. This case involves a (B)(6) female patient with a large bony defect of the talus, who underwent ankle fusion. An interpositional tantalum spacer was inserted to preserve the lower leg length. The fusion site was secured with an anatomically preshaped, anterior locking plate (synthes, (B)(4)). Discomfort was experienced by the patient at the anterior ankle, and removal of the anterior plate was performed 25 months after th initial fusion surgery. This is report 1 of 1 for (B)(4). This report is for an unknown locking compression plate and refers to the discomfort experienced by the patient at the anterior ankle, and removal of the anterior plate.